Event description:
The user facility reported the automated impella controller (aic) displayed a persistent controller error alarm. The internal cables were reseated; however, the controller error alarm remained unresolved. There was no noted patient involvement at the time of the reported failure. Further, it was noted the complaint was not related to a clinical procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console was powered up on with a defective optical sensor lamp as bad lamp recovery had prompted a 5s measuring light at 0.49 volt which is equivalent to no light from the optical bench. This was reproduced three more times in the field before the console was returned for investigation. The failure mode was reproduced during testing. Replacing the optical bench with a known-good alleviated the failure mode. The original bench was tested individually and a break in the fiber was observed which explains why the optical bench was reading 0.49 volt (no light) despite confirming the lamp was on. The cause of the controller issue was due to a broken fiber on the optical bench causing no light to be outputted. A.1 and a.3 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26284. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26284 as it is unknown if the initial reporter also sent the report to the food and drug administration.